Manufacturer narrative:
For investigation further information (patient data, perfusion protocol) and product return were requested but are still pending. A follow-up emdr will be submitted when additional information becomes available.

Event description:
The customer reported the following: "patient in cardiac arrest. Patient was placed on cardiohelp. Forward flow was achieved with normal amount of rpms. Part pressure was -500(negative). Also, customer states there was an issue with all the pressures reading on the touchscreen, and she unplug the sensor cable and plugged it back in, and the problem appeared to be resolved. The patient was not able to be resuscitated and was removed from support. The disposable was not saved." Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp displayed wrong pressure values during treatment. The patient was connected to the cardiohelp because of a cardiac arrest and could not be resuscitated. As stated by the customer the cable was unplugged and plugged back in during treatment to resolve the issue. A getinge service technician investigated the unit on 2021-03-09 and could not confirm the failure. No issue was found during performance and service tool test. The technician performed a full maintenance and all tests were passed successfully. The involved hls set was disposed by the customer. No technical investigation was possible. For further investigation a medical review was performed by getinge medical experts on 2021-03-26. Based on the information provided by the customer the patient was fully supported by the device. The patient didn´t expired caused by the medical device. As stated by the getinge life cycle engineering the reported measured value of -500 mmhg and re plugging which solved the issue is a typically situation if the pressure transducer gets wet during use. Based on the investigation results the reported failure "wrong pressure measurement" could not be confirmed. Further no relation of the reported malfunction and the death of patient could be confirmed. The occurrence rate was calculated for the reported failure and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.